Event description:
Patient had a full revision performed. Per the physician, the patient battery was depleted. During surgery, it was observed the lead had a fracture. It was unclear if the lead fracture was present before surgery or occurred during. The explanted devices were discarded. No additional relevant information has been received to date.